Event description:
It was reported that the pump showed error code 46510 upon powering unit on, indicating a system ui failure. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the pump showed error code 46510. The downstream occlusion sensor also died during troubleshooting. The cause of the error code was identified to be the printed wire assembly (pwa). The dso sensor and pwa were both replaced.